Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 17, 2024.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (strength not reported). The device was then explaned on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 03, 2024.